Manufacturer narrative:
Block d2b: additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: investigation details. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient received an implant of a neurostimulator and a tined lead on (B)(6) 2024. The device reportedly did not work and was revised with a new neurostimulator and a tined lead on (B)(6) 2025. The new neurostimulator and a tined lead reportedly did not work and were explanted 4 months later. There are no additional complications reported as a result of this event.